Event description:
While using nxstage pureflow solution (5000ml) an unknown particle was noticed resembling bacterial or fungal growth in one out of 6 bags. The solution from this bag was immediately stopped. However most of the solution was already used. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: no. Why was the person using the product: esrd while traveling.